Event description:
It was reported the longevity estimate was performed. The patient¿s therapy was good and there were >40,000 ohms readings that were present the year prior to report as well. The patient outcome was not reported. No further follow-up was being conducted to obtain this information because the patient information was withheld.

Manufacturer narrative:
(B)(4): product ID neu_unknown_lead, product type lead, product ID neu_unknown_ext. Product type extension, product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was corrected that impedance readings were >4,000ohms and not >40,000 ohms.